Event description:
It was reported that this left ventricular automatic threshold was detected as > programmed amplitude or suspended. Most recent threshold 4.5v @ 1.0ms, programmed output is 3.0v. Intermittent loss of capture noted on presenting egm. This lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).